Event description:
It was reported during remote follow up that the ventricular lead exhibited oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
Additional instance of oversensing due to noise was noted. No intervention was performed. The patient was stable and asymptomatic.